Manufacturer narrative:
Concomitant products: product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2010, product type extension; product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2010, product type lead; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2010, product type extension; product ID 37752, serial# (B)(4), product type recharger. (B)(4).

Event description:
It was reported that impedances were measured on the patient¿s implantable neurostimulator (ins). Specifically, impedances of >10,000 ohms were seen on all electrodes except #9, 10, 12, and 15. It was noted that the cause of the high impedances was not determined and no fractures were confirmed. The patient experienced less than 50% therapy relief during the event. The patient was reprogrammed and was currently receiving effective therapy. If additional information is received, a follow-up report will be sent.